Event description:
Customer states that she opened a tampon wrapper and it was an empty applicator with used blood on the applicator - no pledget inside.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was evaluated, the visual examination observed the sample contained in an opened wrapper. Faint red specks were present on the applicator, and inside grip of the applicator. The hematic evaluation of the sample was positive for blood. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.